Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ("surgery to remove fallopian tubes") and genital haemorrhage ("bleeding over a month after surgery ") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). Essure was removed. At the time of the report, the salpingectomy outcome was unknown. The reporter considered genital haemorrhage and salpingectomy to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: post procedural bleeding incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ("surgery to remove fallopian tubes") and genital haemorrhage ("bleeding over a month after surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). Essure was removed. At the time of the report, the salpingectomy outcome was unknown. The reporter considered genital haemorrhage and salpingectomy to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: post procedural bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.